Event description:
The customer reported that during preventive maintenance the device intermittently failed the defib discharge test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that he found that flexing the paddles cable at the connector would cause the failure to occur. The customer devised a test method and determined that the cause of the issue was the combination of the paddle set (connector) and the matching device patient connector. The customer resolved this issue by replacing the paddle set and device patient connector.